Event description:
It was reported that the user was unable to lock the infusion connector into the pump during a supply change, despite full insertion, resulting in multiple failed connectors from the same lot before a different connector locked correctly; troubleshooting and education were provided, and replacement supplies were shipped. Customer care provided support that included technical troubleshooting and user education regarding correct attachment sequence. Investigation of this case revealed functional difficulty with the connector-to-pump locking mechanism that was not reproducible with an alternate connector, suggesting a product-related connection issue limited to certain connectors within the reported lot. Symptoms included no reported adverse health effects. Outcomes included no alerts, no alarms, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue affecting connector engagement.